Event description:
Same case as MDR ID: 2134265-2013-07500. (B)(4). It was reported that worsening coronary artery disease occurred. On (B)(6) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 18 mm long with a reference vessel diameter of 3.4 mm. The lesion was treated with direct stent placement using 3.50 mm x 20 mm taxus liberté stent, with residual stenosis of 3.6 %. Target lesion #2 was a de novo lesion located in 1st obtuse marginal (om) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.7 mm. Target lesion #2 was treated with pre-dilatation and placement of 3.00 mm x 16 mm taxus liberté stent. Following post dilatation, the residual stenosis was 3.2%. One day post procedure, the patient was discharged on aspirin and prasugrel. On an unknown onset date, the patient was diagnosed with worsening coronary artery disease.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that "no intervention or hospital admission was required" for the event.